Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure (date unknown) using a navigator ureteral access sheath, the physician "had a hard time" advancing the access sheath into the patient's ureter and then the scope (manufacturer: storz) through the sheath. The guidewire (sensor guidewire, manufacturer: boston scientific corporation) was on the outside of the sheath but reportedly was not the cause of the difficulty. The procedure was completed with no complications to the patient. No further information has been forthcoming for this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.